Manufacturer narrative:
The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) did not protrude. However, maximum wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. A spybite was inserted and able to pass through the working channel with no resistance. The spybite passed freely and without resistance through the working channel. The reported complaint of difficult to advance accessories was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a bile duct biopsy procedure performed. According to the complainant, during the procedure, the spyscope ds was inserted into the bile duct. A spybite was then inserted through the spyscope ds to perform biopsy of the bile duct. However, they had difficulty advancing midway. They tried advancing it for several times but it did not advance. They removed the spyscope ds and the procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results; working channel sleeve protruded.